Event description:
The manufacturer received information regarding a dreamstation. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on metallic surfaces. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.if any additional information is received, a follow up report will be filed. The unit was scrapped.

Manufacturer narrative:
Evaluated by third party.